Event description:
Additional information found it was further reported the fall happened many months before the reported shocking started to occur.

Event description:
It was reported the patient experienced 'shocking in her feet' for the month prior to report. The shocking reportedly occurred after having been 'knocked completely off her feet during a desert cyclone.' It was further stated that when she turned program 1 'all the way down,' the shocking "stopped.' It was also noted that when the patient increased amplitude on program 2, she experienced a headache. The patient was redirected to her health care provider. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient received assistance (B)(6) 2013 from a company representative and her concerns resolved.

Manufacturer narrative:
Concomitant products: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3998, lot# v042627, implanted: (B)(6) 2008, product type lead. (B)(4).